Event description:
After 3rd injection of synvisc - my leg swelled, I couldn't stand on it, I couldn't straighten out or bend, I was screaming in pain. I called the dr, he told me to come to office on monday. When I called to get in, the dr computer were down and they refused to make appt or allow me to even come to the office. I called another dr and was seen in 2 hours. I still couldn't walk on the leg or straighten. I was given a cortizone injection and told it was a rare reaction - pseudo bacterial necrotic infection. The injection drs office when I called to inform them stated they never heard of it and that synvisc doesn't list as a reaction. I was never warned of this reaction possibility and the injecting dr didn't treat it. Shortly afterward my heart went into atrial fib and my heart rate went up to 130. I am now on rate control meds. I think synvisc caused this atrial fib due to my bodies reaction and stress both knees were injected but only left leg had reaction.